Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. During evaluation, it was confirmed that the unit was not filling properly. Circulation pump assembly was replaced. Checked system function test. The initial reporter phone number that was provided is (B)(6). The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Based on the results of the investigation, no additional actions can be taken. Corrections: d, e, f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a water-cooling malfunction. Per review of wo on 13jan2025, there was no patient involvement. Per follow up information received via mail on 14jan2025, the device was serviced at customer site. The issues water flow and water mixing problem. Replaced circulation pump assembly and mixing pump assembly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone number provided: (B)(6). Full facility name provided: (B)(6) hospital. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a water cooling malfunction. Per review of wo on 13jan2025, there was no patient involvement. Per follow up information received via mail on 14jan2025, the device was serviced at customer site. The issues water flow and water mixing problem. Replaced circulation pump assembly and mixing pump assembly.